Manufacturer narrative:
The sample was received for investigation. The customer's high ft4 IV result was confirmed during the investigation. Further investigation of the sample confirmed the presence of an interference against the n-biotinylsarcosine component of the assay. This interference caused the high ft4 IV results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The e801 module serial number used at the customer site was not provided. The e601 module serial number used at the investigation site was (B)(6) . The ft4 IV reagent lot number was 663936 with an expiration date of 31-oct-2023. The e411 analyzer serial number used at the investigation site was (B)(6) . The ft4 IV reagent lot number was 663936 with an expiration date of 31-oct-2023. The e801 module serial number used at the investigation site was (B)(6) . The ft4 IV reagent lot number was 670634 with an expiration date of 30-nov-2023. Preliminary investigations performed interference testing by treating the sample with heterophilic blocking tube (hbt) and streptavidin magnetic particles (sa-mp) with the following results: ft IV before treatment: 3.11 ng/ml, after hbt: 2.18 ng/ml ft4 iii before treatment: 1.45 ng/ml, after hbt: 1.45 ng/ml ft3 iii v2 before treatment: 2.81 pg/ml, after hbt: 2.69 pg/ml ft IV before treatment: 3.11 ng/ml, after sa-mp: 3.05 ng/ml ft4 iii before treatment: 1.45 ng/ml, after sa-mp: 1.47 ng/ml ft3 iii v2 before treatment: 2.81 pg/ml, after sa-mp: 2.71 pg/ml the sample was requested for further investigation. H3 other text : na

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft4 IV (ft4 IV) on a cobas e801 module compared to the abbott method. The sample was submitted for investigation where discrepant ft IV results were identified on a cobas e801 module, a cobas e 411 immunoassay analyzer, and a cobas 6000 e 601 module used at the investigation site. Refer to the attached data for the patient results. No questionable results were reported outside of the laboratory.